Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the patients pressure dropped while using the laser. CPR was initiated and the open-heart team responded. The physician opened the patient's chest, a tear was noted in the svc. The patient was put on emergency bypass and transported from the ep suite to the ohs suite. The patient did not survive the operation.

Manufacturer narrative:
The device was returned and analyzed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.